Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterilized water was difficult to get from foley catheter during pretest.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample was confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley. Visual inspection noted inflated the balloon with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with no issues. With the syringe attached the balloon was unable to deflate completely after( 4min 40sec). Dissected the balloon to find the notch not completely perforated. The initial cuffing was due to the inflation notch being too small and unable to verify the notch size using the smallest pin gage (0.011"). This is considered a failure stating "verify that the drilling of the notch is complete". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sterilized water was difficult to get from foley catheter during pretest.